Manufacturer narrative:
The device has not been received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was requested the device be repaired with a report of ¿defect not working¿. There was no patient impact or injury.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.